Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the pump was programmed to deliver levophed 4mg/250ml, dobutamine 250mg/250ml, and amicar 10mg/100ml. No further programming parameters were provided. The customer contact reported that at 2100, the pump alarmed "pump failure" and the patient's systolic blood pressure "dropped to between 60-70mmhg." The device was removed from clinical service. Therapy was resumed using a replacement pump. The patient was treated with an "increased dose of levophed for a period of about 10 minutes." There were no reported adverse patient sequelae. Though requested, no additional information was provided.